Event description:
It was reported that bd nexiva needle went through the catheter. The following information was provided by the initial reporter: is todays example of the plastic catheter sliced/poked through. I had another nurse tell me yesterday that they had the same thing but I am not sure that it was this close to the base.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: for this event, no lot number nor sample were returned. Therefore, no root cause or conclusion could be made.